Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5089634) on 20-sep-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization, medically significant and intervention required), menstrual disorder ("abnormal periods"), headache ("frequent headache"), dysgeusia ("frequent nickel taste in mouth"), abdominal distension ("severe bloating"), dizziness ("dizzeness"), fatigue ("fatigue") and pollakiuria ("frequent urination") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of essure on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, genital haemorrhage, menstrual disorder, headache, dysgeusia, abdominal distension, dizziness, weight increased, fatigue and pollakiuria outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, dizziness, dysgeusia, fatigue, genital haemorrhage, headache, menstrual disorder, pollakiuria and weight increased with essure. The reporter commented: intervention required and disability/permanent damage was mentioned but not specified and/or assigned to specific event. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.